Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)'), uterine perforation ('perforation (uterus)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in a 39-year-old female patient who had essure (batch no. A67117-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation". The patient's medical history included anxiety in 2015, condom and birth control pill. Concurrent conditions included overweight (bmi: 27.43). Concomitant products included alprazolam (xanax) since 2015 and duloxetine hydrochloride (cymbalta) from 2015 to 2018. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type:severe reflux/severe gastro reflux") and anxiety ("anxiety"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)\pain: vagina (during sex)"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal infection") with vaginal discharge, cystitis ("infection (bladder/ urinary tract/vaginal) type:bladder infections"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), abdominal discomfort ("pain: stomach pressure"), coital bleeding ("bleeding after sex"), abdominal pain upper ("pain: stomach"), abdominal distension ("pain: bloating"), back pain ("pain: back pain") and vulvovaginal pain ("vagina pain during sex") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and total hysterectomy/bilateral salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, alopecia, hormone level abnormal, vaginal infection, cystitis, migraine, headache, nausea, allergy to metals, anxiety, weight increased, coital bleeding, abdominal pain upper, abdominal distension and vulvovaginal pain outcome was unknown, the dyspareunia, gastrooesophageal reflux disease and abdominal discomfort had resolved and the back pain was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, bladder disorder, coital bleeding, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, urinary tract disorder, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. ¿concerning the injuries reported in this case, the following one was described in patients medical record: back pain." Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is invalid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)'), uterine perforation ('perforation (uterus)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure (batch no. A67117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation". The patient's medical history included anxiety in 2015, condom and birth control pill. Concurrent conditions included overweight (bmi: 27.43). Concomitant products included alprazolam (xanax) since 2015 and duloxetine hydrochloride (cymbalta) from 2015 to 2018. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: severe reflux/severe gastro reflux") and anxiety ("anxiety"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)\pain: vagina (during sex)"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal infection") with vaginal discharge, cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infections"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), abdominal discomfort ("pain: stomach pressure"), coital bleeding ("bleeding after sex"), abdominal pain upper ("pain: stomach"), abdominal distension ("pain: bloating"), back pain ("pain: back pain") and vulvovaginal pain ("vagina pain during sex") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and total hysterectomy/bilateral salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, alopecia, hormone level abnormal, vaginal infection, cystitis, migraine, headache, nausea, allergy to metals, anxiety, weight increased, coital bleeding, abdominal pain upper, abdominal distension and vulvovaginal pain outcome was unknown, the dyspareunia, gastrooesophageal reflux disease and abdominal discomfort had resolved and the back pain was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, bladder disorder, coital bleeding, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, urinary tract disorder, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. ¿concerning the injuries reported in this case, the following one was described in patients medical record: back pain." Most recent follow-up information incorporated above includes: on 16-may-2019: this case is incident. This case is medically confirmed. Reporter information was added. This case concerns (B)(6) year old patient. Her demographic was updated. Her historical/concurrent conditions were added. Essure indication was amended. Essure insertion and removal date was added. Essure lot number was added. Her concomitant medications were added. Previously reported unspecified event: injury was updated to more specified events: perforation (fallopian tubes), perforation (uterus), abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, severe reflux/severe gastro reflux, hair loss, hormonal changes, vaginal infection, cystitis, migraines, headaches, nausea, nickel allergy, pain: stomach, pain: stomach pressure, anxiety, vaginal discharge, weight gain, bleeding after sex, pain: vagina, pain: bloating, pain: back pain and the plaintiff did not undergo an essure confirmation were added. She had recovered from following events: stomach pressure, pain during sex, reflux and recovering from event: back pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.